Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the pt's pump was exchanged. A reason for the pump exchange was not provided. Additional information was received from the vad coordinator that the pt's ldh was 845 on 10 days prior to the pt's pump being exchanged. Persantine was added to the anticoagulation regimen. The pt's ldh 2 days later was 2448. The pt was experiencing hematuria and his bilirubin was increased to 3.3. The vad coordinator reported that the surgeon suspected thrombus and the pump was exchanged the following day. It was also reported that the surgeon could visualize a clot in the pump. The pt has since been discharged home and is doing fine.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.